Event description:
The opes console was giving out error messages while using wand. The procedure was converted to open to complete the case. Significant delay was reported. This device is used for treatment.